Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as on (B)(6) 2022. Batch#: unk. This report is related to a clinical search through the maude database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided, and no follow up can be conducted. This complaint has been documented based on the information available within maude database entry, however, due to there being no contact information for the author, additional event details will not be pursued this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This is a report from clinical search from the a maude database: it was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument fired and paused a few times. When the stapler instrument was unclamped, an unspecified amount of bleeding was observed. The sureform 60 stapler instrument appeared to fire as expected by the user; however, formed staples were only found at the beginning and at the end of the staple line. The caller described the middle section of staple line as appearing "frayed." The caller stated that the stomach was open at this time and the surgeon then had to manually suture the opening closed. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information: during the surgical procedure, on the fourth fire, the surgeon installed a blue sureform 60 reload with applied buttress material manufactured by ethicon on a sureform 60 stapler instrument. The staple fire stopped at 15-17 mm. There was no pause for compression. The surgeon replaced the stapler with a reinforced green sureform60 reload, and the staple fire stopped at 15-20 mm, indicating that the tissue was too thick. Then the surgeon used a green sureform 60 reload without the reinforcement. The surgeon stated that the stapler fired for about 30-40mm. The stapler was fully clamped and fired for about 30-40 mm. However, the staples were not implanted in the tissue. It was slightly challenging to unclamp the stapler. He pulled it out with a little bit of force. When unclamped, it was noticed that the sleeve side of the stomach tissue was intact to the crotch of the instrument, the stomach side of the staple fire was dehisced, and there was a gaping hole. The distal portion of the entire staple line was partially fired and not on tissue. The surgeon then had to oversew to repair the incomplete staple line. He then switched to a backup sureform60 stapler instrument and completed with a green and white sureform60 reloads without the ethicon buttress material. The procedure was completed with no further issues. Post-operatively, the patient had mild epigastric pain, and the surgeon confirmed it was unrelated to the stapling issue. The surgeon speculated that the initial couple of fires with the reinforcement and stapling buttress over buttress could have contributed to the reported issue.